Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique, prior to an endovascular aneurysm repair (evar) procedure. Reportedly, insertion of the first prostyle went smoothly; however, when the device was withdrawn and the guidewire for the change was inserted, it emerged from a hole about 3 cm from the distal tip. This was clearly visible on the prostyle. The entire prostyle device was removed in one piece without further issue. The suture from the same device and an additional prostyle was successfully pre-placed. The sheath was upsized to greater than 10f, and the evar procedure was completed. Hemostasis was achieved with the pre-placed sutures. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported material split was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it is likely that interactions with the patient anatomy caused the sheath to be bent leading to the guidewire puncturing the sheath. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.